Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism had fired prematurely into the needle cap, leaving the needle tip partially extended and unable to retract. This occurred prior to the placement of the device. The user failed to note this condition and applied the pod. In addition, this condition would be visible to the user via the viewing port upon placement if the labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer had a pod which did not seem to have inserted the cannula all the way out. She said she kept the pod on for "a few hours" because she did not think there was anything wrong with it. Her bg read 120 when she put the pod on and rose to 340 and she was showing ketones. When she removed the pod, it looked as though the cannula had only fired halfway cut. The customer then activated a new pod.